Event description:
It was reported that the device exhibited an error and could not be used. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the device¿s event history log found a record of a 1720 error code on november 10th. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the defective back up capacitor was the root cause. The back up capacitor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.